Event description:
Customer is observing higher results for estradiol (e2) on immulite 2000 xpi with on board diluted samples compared with non-diluted samples.

Manufacturer narrative:
The siemens instructions for use (IFU) states: "it is recommended that patient samples yielding results greater than 1200 pg/ml be diluted and reassayed." The customer is diluting all the samples including those < 1200 pg/ml. The user is running quality control with two control materials: bio-rad 1 with mean about 90.8; and bio-rad 2 with mean about 254.7. The customer does not control the high range that is of specific interest for in-vitro fertilization programs.